Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion." According to the customer: "user ran the therapy from 1122 hrs to 1320 hours 151 ml/hr, vtbi of 340 ml. At 1320 hours, it is expected to drain fully the bag as the vtbi keyed in is more than what is in the fluid bag however was observed that the fluid bag is still half full. Patient received the remainder of the chemotherapy on another pump."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files from 2023-02-22 (specified date of the incident, given from the costumer) were investigated. At 2023-02-22 04:21 am a space line was inserted. The rate was set to 151 ml/h and the vtbi to 340 ml. Then the infusion was started at 04:22 am. At 06:24 am the infusion was stopped by the costumer by pressing the start/stop button on the keyboard. In the same minute the costumer took out the line. Up to that time the device had delivered 306,8 ml (act. Volume infused). Furthermore, no anomalies could be detected. A visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device was in a clean state and no damage was found. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,60%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matched the required values and standards. All measured values were within our specification. During the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. The described malfunction could not be reproduced ore detected inside the history files. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.